Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable iron2 iron gen.2 results for 2 patient samples on a cobas integra 400 plus module. On (B)(6) 2022, patient 1 had an initial iron result of 5.82 ug/dl. The first repeat result was 7.84 ug/dl and the second repeat result was 42.98 ug/dl. The sample was sent to another lab and the iron result was 13.19 ug/dl. On (B)(6) 2022, patient 2 had an initial iron result of 61.74 ug/dl. The first repeat result was 0.31 ug/dl. On (B)(6) 2022, the sample was repeated a second time and the result was 12.83 ug/dl. No questionable results were reported outside of the laboratory. The iron reagent lot is 65786901 and the expiration date is 31-aug-2023.

Manufacturer narrative:
Iron calibration performed on 29-sep-2022 was acceptable. Calibration was not performed again until 18-oct-2022. The investigation found that there were several postponed calibration messages in the data log. The message log showed that controls performed on 17-oct-2022 were acceptable but calculated using a postponed calibration. The alarm trace showed several clot detection and no fluid detection alarms. The investigation did not identify a product problem. The root cause of the event could not be determined.